Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article mid-term follow up results demonstrate patency rates comparable with those of the synthetic avf. The rate of complications, although slightly higher than that with traditional synthetic avf, is still acceptable in this population with no option for access.

Event description:
Received an article titled "early results of brachial arterio-arterial prosthetic loop (aapl) for hemodialysis. " the article was to report results using the brachial synthetic arterio-arterial loop, which has been used in a significant number of patients with reasonable follow up. Per the article nine patient deaths occurred: during the course of follow up. None related to loss of dialysis access.